Event description:
While the device was being serviced by a philips fse for a different issue, the philips fse observed that the battery pca was damaged and a pin was missing. There was no pt involvement.

Manufacturer narrative:
(B)(4).